Event description:
Information was received indicating that a smiths medical medfusion pump read occlusion all the time and would not infuse. No adverse effects were reported.

Event description:
Additional information received indicated no patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the corners of the right plunger case was cracked. A review of the event history log (ehl) identified there were occlusion messages in history. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Replaced the force sensor as a preventative measure.